Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b2011583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt reported the insulin cartridge was leaking into the cartridge compartment. The pt experienced no symptoms of high or low blood glucose levels and did not seek medical attention. There was no report of an adverse event due to this issue.